Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On an unknown date, an initial blog respondent posted experiencing minor irritation in the od during the first day of acuvue oasys wear that progressed to excruciating pain after the lens was removed. The respondent presented to a hospital, was diagnosed with a ¿corneal ulcer in the middle left of my cornea¿ and informed that ¿once I heal I will have a permanent scare on my cornea and will require laser surgery.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.